Event description:
It was reported that the lead exhibited approximately 6000 noise reversions. The noise could be reproduced with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.